Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said things were not right at first. They met with the doctor on (B)(6) 2021, and the sensation was not in the proper place on the body. The stimulation had been in the wrong area since the date of implant. The doctor was able to move it from the side of the leg to more in-between the legs. From there, they said to recharge the stimulator once a week. The patient said that about three times, when they had gone to recharge their stimulator, the therapy had been off. They noticed it shutting off the week after they saw the doctor (B)(6) 2021. When asked when they were turning off the handset, how they turned it off, the patient confirmed they were not trying to shut off the handset by accidently shutting off the therapy. They would use the power button on the right side of handset or swipe the screen. The patient was asked when they were recharging, if they used the handset to see what their stimulator battery level was, and what recharge efficiency they were g getting. They said they did not use the handset for recharging, and said they recharged the day of the call and thought it was fully charged. The patient tried charging the stimulator while using the recharging application on the call. It said 40%, excellent connection, and that the patient application was on. They were advised that they did not fully recharge that morning. The patient planned to use the recharging application to make sure they were charging to 100% when charging. They were also advised if they were not charging to 100%, the battery would go so low that it would not have enough power to provide the therapy and would turn off. The patient called back later that day and stated they had finished charging the implant, however, now it said the recharger had disconnected. Information about the application was reviewed, and the patient was provided with instruction on how to close the application.

Manufacturer narrative:
Concomitant medical products: product ID wr9200 ,lot#/serial# (B)(6), product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that they placed there by the healthcare provider (hcp) and told to try the new locator of stimulation but it still felt wrong later. They made an appointment related to complications. The user was never educated on a recharger app. The patient was educated and the issue was resolved. The patient stated that the issue why they couldn't recharge ins was due to poor connection. The issue of the recharger disconnecting was due to user error. The issue was resolved. No further complications were reported.